Event description:
The patient mentioned they had some bleeding and also some white goo in their aligners. They clean the aligners and put them in and they said it almost looks like condensed milk. "I have a tooth that is bleeding in the aligners. I also have plaque or white stuff that is coming on the inside of the aligners but my teeth are brushed." The customer has not been to dds in two years due to anxiety. Educated customer regarding regular dds visit to maintain oral health. Bleeding tips. Patient saw dds who recommended the patient should cease treatment until oral health is maintained.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.